Manufacturer narrative:
Actual device is not returned yet. Investigation is currently in process. (B)(4). Considers this report open, follow-up report to be submitted once investigation is complete. (B)(4).

Event description:
During the use, the wire loop electrode detached and remained in the uterus of the patient. Second electrode was used and detached and remained in uterus. Two mdrs to be submitted: 9611102-2018-00002, 9611102-2018-00003.

Manufacturer narrative:
(B)(4). An investigation was unable to be performed as the device was not returned to the manufacturer. Multiple attempts were made to contact the user facility, but no response was provided. Richard wolf gmbh (rwgmbh) considers this matter closed. In the event rwgmbh receives additional information a follow up report will be submitted to FDA.

Event description:
Follow up report to provide additional information to FDA.